Event description:
Follow-up information revealed the patient underwent surgical intervention where the scs system was explanted.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient is receiving an error message stating the generator was not responding. The patient has had the system off for three months but when it was attempted to be reconnected, an error message displayed and the patient was unable to connect. The patient reported having an unrelated surgery on (B)(6) 2019 and the ipg was not put into surgery mode. A field representative met with the patient to troubleshoot the device, but was unable to connect with the ipg.